Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient being revised for suspected loosening and for excessive posterior slope on the tibia. Patient was originally a femur only trumatch performed by the surgeon. Tibia was found to be grosely and apparently debonded from the cement mantle. Patient was revised to a sz 7 attune rp tray and 9x20mm attune rp insert. It was also reported that the competitor cement was used. Doi: (B)(6) 2015, dor: (B)(6) 2018. Right knee.

Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.